Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. Remaining longevity decreased eight years within one year period, from thirteen to five years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant, premature battery depletion suspected. Disk analysis has been requested to review the battery longevity of this device. No adverse patient effects have been reported. Three good faith effort attempts have been made to retrieve updated information on this event, field representative indicated next course of action will be determined at the next 3 month follow up appointment in (B)(6) 2019. Given this information this concludes our investigation on this event for now. When updated information becomes available a follow up report will be submitted.